Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30520607m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive, and the oxygen saturation dropped. Cardiac tamponade was confirmed by transthoracic echo. Pericardiocentesis was done to drain the fluid from the pericardial space. The patient was hemodynamically stable. Physician suspected a perforation. Remainder of the procedure was cancelled. There was no evidence of any effusion present before the procedure. Physician¿s opinion regarding the cause of the event is that it possibly occurred due to patient movement during ablation. Patient required extended hospitalization stay for monitoring in the intensive care unit (ICU). Patient had fully recovered. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. No error messages were observed on any bwi equipment. Visitags were not used. Max temperature was 79 degrees, avg 48 degrees. Max impedance was 182 ohms, avg 116 ohms. Max impedance drop was 23 ohms. Max wattage used was 42 watts. Total ablation lesions were 14. Total ablation time was 13 minutes 41 seconds.